Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt is no longer feeling stimulation. The pt reported she turned stimulation off using the magnet and was unable to turn stimulation back on. In addition, the charging system and pt programmer will no longer communicate with the ipg. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.